Event description:
The end user's mother claims that the waist belt snapped off while he was walking. While walking, the waist belt snapped off and he fell face first onto concrete. He lost a tooth and may need stitches in his lip. Need to see dentist and there is a concern that it may have damaged his permanent teeth.

Manufacturer narrative:
Based on pictures of the device involved in the incident it is concluded that the incident was caused by insufficient inspection of the device before according to user manual. Text in user manual: " carry out all positional adjustments on the product and accessories and ensure that all knobs, screws and buckles are securely fastened before use". For investigation see additional comments section b. The device has not been received for investigation and therefore an investigation has not been possible to perform on the involved device. Similar devices on stock has been investigated regarding quality of thread in the surrounding support belt concluding that these are valid and according to specifications. It is therefore concluded that the root cause is failure to follow instructions as described in the user manual: "carry out all positional adjustments on the product and accessories and ensure that all knobs, screws and buckles are securely fastened before use". During investigation it is concluded that the bolt needs to be rotated 5 times before detachment and after 1 rotation the belt will become loose/woobly and therefore detectable and should have been re tightened before use according to instruction. Furthermore the accessory surrounding support has been on the market for several years with thousands of accessories on the market and this is the first case we have seen with this issue. It is therefore concluded that the risk assessment is still valid and the device/accessory is safe to use.